Event description:
Ventricular threshold elevation report. Although the lead impedance has stabilized, there is a possibility of fibrillation in the heart. Based on the vcm trend data, it was confirmed that the threshold had increased (2.5 v) from late (B)(6) to early (B)(6). At the time of visit on (B)(6) the ventricular threshold was 0.625 v/0.4 ms (during manual measurement: 0.5 v/0.4 ms). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).